Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, (B)(4)(con, rep): with an implantable neurostimulator (ins) for non-malignant pain via a manufacturer¿s representative (rep). The rep reported that there was high impedance on electrode 0. There were no known factors that could have contributed to the issue. The rep reported that no diagnostics/troubleshooting was needed as electrode 0 wasn¿t active on any of the patient¿s programs. The issue was resolved. No further complications were reported.